Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) - stent positioning issue. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was used during a procedure on (B)(6) 2011. According to the complainant, after the stent had been advanced to the target site, the physician began to deploy the stent. After the stent had started to deploy, the suture became stuck. In an effort to try and deploy the stent, the physician applied extra force to the deployment suture. This extra force caused the delivery system to bend and "coil upon itself", which ultimately resulted in the stent being deployed in the left main bronchus (instead of the intended location in the right main). The physician needed to "uncoil" the delivery system to remove it from the patient. The stent was also removed. The stent was being placed trans-nasally. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.